Event description:
New information noted that the right ventricular lead exhibited noise and the lead was capped and replaced on (B)(6) 2022. The patient was stable pre and post-surgery.

Event description:
New information noted that the right ventricular lead exhibited oversensing noise and the lead was capped and replaced on (B)(6) 2022. The patient was stable pre and post-surgery.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. Further information was requested however, was not provided.

Event description:
New information noted that the patient presented in clinic for a follow-up. Programming changes were performed. The patient was in stable condition.